Manufacturer narrative:
Block a4:patient ID, age and weight not available as customer prefer to not disclose them. Narrative block h6: ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the patient underwent 2 long exams in the same day that lead to x-rays dose of 15 gy. System calibrations were within specifications. No system malfunction has been identified. Besides, the patient did not show any radiation injury symptoms on the onset of the x-rays dose and few weeks after. The most probable root cause for this high dose delivery is the exposure time needed to complete the exam. The exposure time and settings are determined by the physician based on the radiographers clinical judgment and part of the risk/benefit balance. Detailed dose reduction instructions are clearly provided in the innova operator manual. These instructions have been reviewed and found to be appropriate. No further action is required at this time.

Manufacturer narrative:
No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2021. Total exam dose was 15.7 gy. Patient did not have an injury following this.